Event description:
It was reported that during a percutaneous transhepatic cholangiography (pthc) procedure, a guide wire break occurred. The 90% in-stent restenosis was located in a mildly tortuous proximal choledochal duct. The level of calcification is unknown. Access was gained through the right percutaneous transhepatic duct. The physician advanced an unspecified hydrophilic guide wire through an accustick introducer sheath to gain access to the lesion though a previously placed stent. The hydrophilic guide wire was withdrawn. Upon attempting to advanced the amplatz super stiff guide wire, the core of the guide wire broke but the external polytetrafluoroethylene (prfe) coating of the wire was intact. The position of the guide wire's point of break was outside the stent, but between the bile duct to choledochal. The physician withdrew the guide wire inside the introducer sheath where the guide wire separated. The device was completely removed from the patient inside the introducer sheath without further intervention. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as 'stable."